Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the pump stoppage and low speed events captured in the submitted log file. The submitted log file captured transient pump stops on 07apr2021 and 08apr2021 with associated low speed advisory/ hazard and low flow hazard alarms. The associated voltage levels indicated that the pump stoppage events occurred when the system was powered by a mobile power unit and batteries. Additionally, during the pump stoppage events on 07apr2021, the voltage levels for the black and white power cables indicated that the charge of the batteries drained exceptionally quickly to result in low battery hazard and no external power alarms. The charge of the external batteries recovered immediately following the pump stoppage events. A phase-to-phase electrical short produced by driveline wire damage has the potential to cause accelerated draining of the external 14v batteries to result in the observed no external power alarms. (B)(6) was returned assembled with the driveline severed approximately 2" from the pump housing. The distal portion of the driveline measuring approximately 33.5" with the controller connector was also returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet port. The sealed outflow graft and outlet elbow were returned attached to the pump¿s outlet port. The bend relief and bend relief collar were not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the driveline found all wires to be electrically intact. Visual inspection and high potential testing of the underlying wires revealed a breach to the insulation of the black wire approximately 0.25¿ from the pump housing. An additional breach was found on the orange wire adjacent to the controller connector. Although a specific cause could not conclusively be determined, all of the observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The pump stoppages captured in the submitted log files could have resulted from a short-to-shield if any of the exposed wires contacted the metal braided shield while operating on a grounded power source (mobile power unit or power module with grounded patient cable). These stoppages also could have resulted from a phase-to-phase short if the exposed conductors of any two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the system was operating on an ungrounded power source (external battery power or a power module with an ungrounded patient cable). The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Shop order showed that (B)(6) was assembled with motor capsule serial number (B)(6). This document includes steps for soldering the percutaneous cable to the motor capsule and inspecting the solder per spec. Ipc 610. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The sleeping section of the hmii lvas patient handbook explains that heartmate ii patients must be attached to the power module or mobile power unit during sleep or any time when sleep is likely. The fab, hm ii pump, g2.3 aft housing and motor capsule assembly describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. Document fab, heartmate ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's report number: 2916596-2021-02160. It was reported that a log file review was requested for the patient. The patient called pager stating that on (B)(6) 2021 she was on batteries and had a low voltage advisory, power disconnect and a low flow that lasted 5 secs. Around 11 pm she called and stated she had a low flow and low speed advisory on wall power. The coordinator advised patient to switch back to batteries. The patient then had a low flow and pump stop. She went to local emergency room and was transferred to the implanting hospital. The coordinators reviewed history and noted several low flows and pump stops. Driveline xray was taken on (B)(6) 2021. The log file captured pump stops on (B)(6) 2021. The pump stops occurred on the mobile power unit (mpu) and battery power. This type of behavior has been linked to potential issues with the percutaneous lead. Additionally, unrelated to the potential percutaneous lead issue, the log file captured a no external power event on (B)(6) 2021. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There was no interruption in pump support during this event. Noted the patient is at times sleeping on battery power which is not recommended. It was reported that the patient was taken to the operating room on (B)(6) 2021 for heartmate ii to heartmate 3 pump exchange.